Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains source: phone.

Event description:
One false negative result received during verification study. The result was compared to pcr and the samples were obtained from symptomatic patients within the first 5 days onset of symptoms.